Event description:
Additional information received reported that the patient had no concerns with her device or therapy.

Event description:
It was reported that when the patient was charging her device the "call your doctor" icon and eos (end of service) error code was displayed. The patient was charging more than expected over the last month and even more since she went through a courthouse theft security gate about two weeks ago. Her stimulation was really drained low and did not feel like it was there. She went home and charged that nigh; it was okay and she did not notice anything. The patient attempted recharging after getting the error, but nothing happened other than also getting a display screen that she needed to charger her device. The patient was directed to her physician for evaluation of the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).